Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the computer console to resolve the issue. Beckman coulter internal identifier is (B)(4). No patient demographic information was provided. (B)(6).

Event description:
The customer reported mis-transmitted patient results from their au480 clinical chemistry analyzer to the laboratory information system (lis). The results were reported out of the laboratory. There were no reports of change to patient treatment. Quality control (qc) results were within laboratory¿s established range prior to and after the event.